Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled out of strain relief. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported a damaged cable and "add gel" messages.